Event description:
The report received from the affiliate indicated that during an interventional procedure for coil embolization of the left internal carotid artery, the trufill dcs orbit mini complex 4 x 10 coil could not be detached. The alternative detachment procedure was attempted but was also unsuccessful. The coil was removed intact successfully with the delivery system leaving the microcatheter (mc) in place at the target site. The coil was not stretched. The procedure was completed successfully using other coils. There was no reported patient injury.

Manufacturer narrative:
The left internal carotid artery target lesion was reported to be: not calcified, mildly tortuous, and approximately 12 mm. The product was inspected prior to use and appeared to be normal. The syringe used was not inspected prior to use and appeared to be normal. The syringe used was not used for other coils prior to or after the reported problem and had not exceeded the green zone prior to the problem. There was no stress reported to the microcatheter prior to the attempted detachment and was verified under fluoroscopy. There was no problem reported with pressurizing the syringe. The alternative detachment method was used, and the syringe was taken to the red zone. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.